Event description:
The device was used during a diagnostic laparoscopy which became a appendectomy. It was reported the device would not open after it was fired. It is unknown if this was the first firing or not. It was eventually opened by unknown means. It is unknown how the case was completed. There was no consequence to the patient.